Event description:
Affiliate reported that the surgeon went in to revise the shunt because it was separated/disconnected at the distal end of the shunt. Patient is reported to be fine.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.